Event description:
It was reported that the balloon became stuck on the rota wire. A peripheral rota wire and a 2.0mm x 220mm x 150cm coyote balloon catheter were selected for use. During the procedure, it was noted that the coyote balloon became stuck on the rota wire. Consequently, the devices had to be removed as a system. The procedure was completed with this device. No patient complications were reported.